Event description:
It was reported to medtronic minimed experienced dog chewed her pump last night. The event involved products mmt-1880l. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1880l was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a missing retainer ring. Unable to insert a test p-cap and reservoir into the reservoir compartment due to the chewed up reservoir tube lip. The following were noted during visual inspection: dog chew marks predominantly on the reservoir tube lip but scattered all over the pump, broken reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, cracked battery tube threads, cracked case on the battery tube side. The pump was received with a battery cap. The battery cap contact detached from the battery cap and fell into the compartment prior to visual inspection. In summary, the customer¿s report that her dog chewed up her pump was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.